Manufacturer narrative:
The customer contacted a siemens customer care center and reported that their quality controls were recovering low. A siemens customer service engineer (cse) was dispatched to the customer site. After analyzing the instrument, the cse replaced the ion-selective electrode (ise) seals, ise valves, and electrode. The cse performed priming and ran patient samples and quality controls, which were acceptable. A siemens headquarters support center specialist reviewed the event data and concluded that the issue was due to defective seals on the ise baseline solution and buffer valves, which was resolved by replacing the ise seals and solenoid valves. The instrument is performing within manufacturing specifications. No further evaluation of device is required.

Event description:
Discordant, falsely low sodium (na) results were obtained on patient samples on an advia 1800 instrument. The discordant results were reported to the physician(s). The samples were repeated on an alternate advia chemistry instrument, resulting higher. The corrected results from the alternate advia chemistry instrument were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low na results.